Manufacturer narrative:
Evaluation summary: there was no damage evident on the distal tip of the device. There were visible crimp impressions along the balloon working length. There were several kinks noted on the hypotube. The stent was not returned for analysis. Cine image review: the images returned appear to show narrowing of the lad vessel. A stent was deployed in the vessel and there appeared to no issue evident on the deployed stent. The images show the attempt to position another stent in the vessel, the stent does not appear to be positioned between the markerbands and appeared to be positioned further distal on the device. Further images show the dislodged stent in the vessel. (B)(4).

Event description:
It was reported that the physician was attempting to use an resolute onyx (rx) drug eluting stent to treat a slightly calcified, 30% stenosis and moderately tortuous lad / diagonal branch lesion. The device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was performed. There were no difficulties noted when removing the protective sheath. During the procedure, it was reported that the stent passed through a previously deployed stent and resistance was encountered but excessive force was not used. The previously implanted stent had been pre-dilated. The stent dislodged during withdrawal of the device in the vessel and was implanted in the distal lad. The inflation device remained on neutral pressure during delivery of the device. No further clinical sequelae reported for this event. "Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
It was reported that the previously deployed stent mentioned in the initial update was a resolute onyx (rx) drug eluting stent and was implanted on the prior proximal interventricular artery. An attempt was made to reposition the guide catheter to jump over the first stent, there was a sensation of jump. The physician noticed a release of the stent at the diagonal bifurcation of the prior interventricular artery. It was reported that it created a thrombosis of the prior ostial interventricular artery. It was impossible to retrieve the stent. Impaction of the proximal part in the first stent to avoid migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.